Event description:
Three burns noted when drapes removed after surgery during which subdermal electrodes were placed in these areas of face and 2 areas on upper sternum. Pt had intraoperative MRI with leads in place.